Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury device issue: balloon rupture. It was reported that the target lesion was the distal lad with moderate tortuosity, calcification and 75% stenosis. After a guide wire crossed the target lesion, a 2.5 x 15 mm voyager nc was advanced, but the balloon ruptured during the first inflation at 8-10 atm. The balloon was changed to another company's 2.5 x 15 mm balloon and another company 2.5 x 18 mm stent was implanted at the target lesion. The procedure was completed with no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4): reportedly, the lesion was moderately tortuous, moderately calcified and 75% stenosed, which likely contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon, it is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a first inflation during the procedure. Based on the information received with this complaint, a definitive cause for the reported balloon rupture cannot be determined; however, there is no indication of a product quality deficiency.